Event description:
It was reported that the patient called to report "half of my pacemaker is not working". Further information was received which indicated there is nothing in the patient's recorded to suggest the patient's pacemaker is not working. The patient is paced 100% of the time in both chambers (so there is no such thing as half of her pacemaker not working). It was also reported that during the implant procedure, the patient experienced pneumothorax and had left chest tube. The patient¿s system was subsequently implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5554-53, lead, implanted: (B)(6) 2010. (B)(4).